Manufacturer narrative:
As reported in FDA maude database, a 1mm-width hole and blood leakage was observed after one hour and five minutes into treatment. If such a hole exists during initial usage, leakage should occur immediately after the treatment started. Hence, the acutal cause is unlikely to be related to our mfg process. Due to unavailability of defective sample and insufficient info, we are unable to identify the actual root cause. However, info regarding to this complaint had been disseminated to relevant sections for their awareness. Lastly, we encourage end-user to notify us as soon as possible on any incidents regarding to our products. Jmss will continue to maintain the good quality of our products and ensure that only good quality products are delivered to customers.